Event description:
Kimberly-clark received notice on 11/6/1998 alleging that on 10/11/1998, pt was hospitalized with fever, vomiting, sunburn like skin, diarrhea and brown urine. Pt was allegedly diagnosed with toxic shock syndrome. Pt was allegedly using unscented kotex security super plus absorbency menstrual tampons when she became ill.